Event description:
It was reported during in clinic follow up that the atrial lead exhibited high threshold and decreased sensing. Fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2024. The patient was stable and asymptomatic.